Event description:
Consumer reports erratic reading with their meter. Analysis run on clark error grid using mean average reading (58) as ref point vs bd reading (91) yielded data points in the d range of the grid, outside acceptable limits.